Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) had moved five or six inches, down to their lower lung. It was further reported that the patient was experiencing breathing difficulties. The icm remains in use. No further patient complications have been reported as a result of this event.